Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and battery out limit.. Customer's blood glucose was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised that the device needs to be replaced and revert to a backup plan. The customer decided to bypass the battery out limit troubleshooting.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected battery out limit or failed battery test alarm during testing noted. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, corroded battery tube and cracked battery tube threads.